Event description:
The customer reported a diluent leak from a coulter act diff 2 analyzer. The volume of the leak was unspecified and was contained within the instrument. The customer was performing startup when the leak was noticed and the instrument generated red blood cell (rbc) vote outs and hemoglobin (hgb) incompletes. The customer attempted to run controls and recovered rbc vote outs, platelets (plt) of 2, mean corpuscular volume (mcv) over range errors and hgb incompletes. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer called customer technical support (cts) and a cts representative guided the customer to identify the source of the leak. The customer found a leak caused by disconnected tubing at the y fitting leading to the rbc filters. The tubing was reattached, which resolved the leak and the rbc vote outs, plt of 2 and mcv errors. The cause of the hgb vote outs is unknown at this time. The customer has not moved forward to request a service visit, and the instrument is not currently in use, according to the customer. (B)(4).